Event description:
Customer alleges the circumcision clamps are scratching chipping on the base and the bell. Not sure if this is occurring due to manufacturing issue or during the customer's sterilization process.

Manufacturer narrative:
The bells, arms and plates have deep scratches. Only one of the 8 seems to not have any issues.